Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hyperglycemic event with a peak glucose of 253 mg/dl that persisted above range for approximately 8 hours, during which the ilet alerted for high glucose and the pump ultimately lowered glucose without outside assistance or medical intervention. Symptoms included fatigue and low energy. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included a complaint handling review and user interview with troubleshooting and education on factors that can elevate glucose, including stress and recent vaccination, while confirming device alerts and autonomous correction occurred. Investigation of this case revealed no device malfunction or component failure and normal device performance with effective automated correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to transient physiological factors rather than a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.